Event description:
In 1994 pt had a 700 cxm system implanted. One year later the tip of the cylinder was extruding through the skin so replacement surgery was done. During that surgery the md implanted a 700 cx pump in a 700 cxm system and added an additional 20 cc of saline essentially overfilling the smaller 700 cxm system. The cylinder of the new system is now ruptured as a result. The reporter is concerned because the products implantation instructions do not specify whether the practice of interchanging different size pumps with different systems is acceptable practice. Apparently the product literature also does not state the stroke volume of the given pumps and the maximum capacity of the cylinders.